Event description:
The customer reported that the insulin pump had multiple error alarms. Troubleshooting was declined as customer was in a hurry. Advised the customer that a replacement of the insulin will be replaced. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk. The device had missing end cap sticker and address/serial number label.